Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. The instrument failed the clip test due to misapplication of the clip. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument was able to retain clip through engagement but could not release the clip as commanded. Inspection of the instrument found that the grip and the tip does not align with the other grip. The probable root cause of bent grips is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments. .

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the medium-large clip applier instrument was used for a surgical task and would not fully clip. The clip would get caught on the tip of the instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.